Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. The device history review for lot number 5000437 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. The reported complaint cannot be confirmed based on the information that has been provided. Additional information can be found in section d9.

Manufacturer narrative:
The device has been requested for evaluation, but has yet to be received.

Event description:
The event involved a spinning spiros® closed male luer, red cap that leaked chemotherapy when the spiros disconnected from the pump tubing. The leak was noticed on the patient¿s sheets after 200ml of etoposide was infused. There was patient involvement, and no adverse outcome was reported as a consequence of this event.